Event description:
Adult star ventilator on pt became inoperable. Staff alerted by pt monitor's brady alarm. No vent alarm heard by staff prior to brady alarm. Ventilator replaced. Staff noticed a very low muffled noise coming from the ventilator. Only the red led "inop" indicator was illuminated. No adverse outcome related to this equipment event. MFR's svc rep called in and determined battery had failed and battery was replaced.